Event description:
It was reported that following a cardiac catheterization, an angio-seal was selected for use in the right femoral artery. Shortly after the procedure, the patient's leg began to lose pulses. The patient was found to have an acute arterial occlusion in the right femoral artery. According to the operative report, the occlusion was from the placement of the angio-seal which was intra-arterial. There was thrombus found around the angio-seal.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) instructs the user that erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.